Event description:
It was reported by remote transmission there was under sensing noted on the implantable cardiac monitor. Programming changes were made. The monitor was removed due to upgrade. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. No anomalies were found during analysis. (B)(4).